Manufacturer narrative:
This report is submitted on january 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was admitted to hospital on (B)(6) 2014 with an infection at the implant site and subsequently was administered IV antibiotics.